Event description:
It was reported that the patient was admitted on (B)(6) 2011 with angina and a (B)(6) ejection fraction, pulmonary edema, and kidney failure. Angiography confirmed that the left anterior descending (lad) artery was 100% occluded, the left circumflex was 90% occluded, and there was 60% stenosis in the right coronary artery. The 3.0 x 28 mm vision stent was direct-stented in the mid lad; however, while pulling back the stent delivery system, the patient expired of multiple organ failure. It was confirmed that the vision stent was fully apposed to the vessel wall. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the multi link vision coronary stent system rx instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the vision stent. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter. It does not appear that the failure to pre-dilate the lesion contributed to the patient effects.